Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that the up arrow and down arrow keypad buttons were under-responsive. It was also noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the keypad was damaged/peeling and the keypad buttons were intermittently responsive. Unrelated to the original complaint, the battery compartment was cracked between the bumper pad and the cover. Additionally, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.